Manufacturer narrative:
The meter and strips were requested for investigation. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs compared to a laboratory result using an unknown method. The meter's serial number was requested, but not provided. The meter result was 4.0 inr. The physician questioned the result, and the patient had a laboratory draw a few hours later and the result was 3.0 inr. The exact time between results was requested, but not provided. The patient's therapeutic range was requested, but not provided.